Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: there was moisture observed in the battery compartment. The leak test was performed and failed due to a crack in the battery compartment. The pump was opened and no further evidence of moisture was observed.